Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the touch screen is not responding and there are water spots inside the screen. They also claim the soft keys on the left of the membrane panel are not working. No patient involvement.